Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that all the drawers were not detected on the communication bus. The customer attempted to recover and reboot, but it was unsuccessful and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer performed the work on the stand-alone work order (B)(4). Dialed into the station and determined that the customer rebooted to resolve the issue. The system functioned as intended.